Event description:
It was reported, the patient experienced an infection (date not reported) at the abutment site. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.